Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump display had black spots. Reportedly, the customer was still able to access the pump features; however, the display issue made some areas difficult to read. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.